Event description:
On (B)(6) 2013,the patient contacted animas alleging that the pump powered off and he subsequently experienced elevated blood glucose (bg) with mild thirst and mild fatigue. The patient could not recall what his bg values were. The patient reportedly corrected the elevated bg with an insulin injection. The patient stated his bg resolved after about an hour. The patient stated when he noticed the pump was off, he tried multiple batteries and the pump would not power on. The patient had switched to an alternate plan for insulin delivery at the time of the call to animas. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported due to the alleged power loss.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: no power issues were observed in the black box. There was no damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. Pump powers on normal with no alarms. The battery cap contact height and width were found to be in specifications. The pump was opened and moisture damage was found on the power circuit. The display lens was found to b e scratched.